Event description:
The pt took insulin at 5:30 pm. At 9:30 pm, the pt was having convulsions. The paramedics were called. The paramedics tested the pt's blood glucose on the suspect device and it was 97 mg/dl. He was given some sugar cubes and then the paramedics repeated the blood glucose test on paramedics device and it was 37 mg/dl. The pt was given IV solution and some pills and taken to the hosp.